Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported prior to use that, the vasoview hemopro vh-3500 for an endoscopic vein harvesting procedure packaging was melted. The plastic container edges are fused together and mis-shapened. The inner plastic container was affected. A new device was used. Found to be defective before required in the case. No patient involved.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/18/2023. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood were observed on the packaging or device. The device was returned in the plastic tray. The top and bottom trays were observed to be melted, warped, and fused together. The devices were observed to be intact with no visual defects observed. An investigation was conducted on 01/26/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the packaging or device. The device was returned in the plastic tray. The top and bottom trays were observed to be melted, warped, and fused together. The devices were observed to be intact with no visual or physical defects observed. Based on the returned condition of the device and evaluation results, the reported failure "shipping damage or problem" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000269608 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.